Event description:
It was reported the patient experienced peritonitis due to a break in aseptic technique further described as did not wear a mask and touch contamination during peritoneal dialysis (pd) therapy with unknown baxter disposables. A week after the onset of peritonitis, the patient was hospitalized for the event for 4 days. The patient was treated with vancomycin 1 gram intraperitoneally (ip) three times weekly. The patient was recovering from the peritonitis event. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The cause of this peritonitis was use error described as did not wear mask and touch contamination during peritoneal dialysis therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.